Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Difficulty in jacket retraction encountered. A type I endoleak was noted at the ipsilateral attachment site. A stent was placed in the ipsilateral limb to achieve a seal.